Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) balloon was observed to have a pinhole rupture when the device was pressurized to 5 atm. Contrast was observed streaming from the balloon. After the balloon was deflated, both ends of the stent were observed to be expanded. The sds was withdrawn to the femoral area, and an unsuccessful attempt was made to pull the partially expanded stent into the guiding catheter (contrary to IFU). The sds was removed by intentionally separating the distal section of the sds and retrieving it with a snare device which was advanced contralaterally. The pt was reported to be doing well after the procedure.